Event description:
The manufacturer received information alleging the dream station 2 advanced auto CPAP while using the device the unit being too hot, turning heat to setting 3 then 2 then 1. The pt is experiencing dry nose with on setting 1 and setting 3 is too hot. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.